Manufacturer narrative:
The subject of this report is the #2 of the 2 patients (lot number: ch20m05) that the user facility reported as receiving false negative results on (B)(6) 2021. The technical support team at access bio tested the retained product of lot number: ch20m05 which showed proper results for positive and negative quality control (qc) samples. In addition, external positive and negative control swabs showed the corresponding control and test lines. However, in the absence of information from the customer, it would be difficult to rule out the potential root causes identified below. The customer might not follow the instructions for use (IFU) such as excessive buffer application to sample well or inadequate sample collection. Pcr/abbott antigen test might yield false positive results. In addition, 6.25% of false negative results are expected based on product characteristics claimed for this test (ppa: 93.75%) this product lot continues to demonstrate field performance within the specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
The customer reported on (B)(6) 2021, a suspected false (incorrect) negative result from a rapid result covid test system on #2 of the 2 patients (lot number: ch20m05). The customer also administered a pcr test to the patient afterward and obtained a positive result (date of test and CT values not provided). In addition, the customer administered a sars-cov-2 ag test using the abbott test kit and obtained a positive result (date of test not provided). No quality control steps were performed. No adverse patient effects were reported. Access bio followed up three times on (B)(6) 2021 and december 15 and 20, 2021 to better understand the facts and circumstances for the tests. On a follow-up conversation with the customer on (B)(6) 2021, the customer provided the following information: a. The customer stated that they have completed approximately 600 tests using the product within the last three months and have not had this issue. B. The test kits are maintained in a climate-controlled area and are not exposed to temperature extremes. C. Customer also noted that only the nurses and the doctors administer the tests and follow the test as instructed. D. Instead of swabbing one nostril they swab both nostrils in every single patient.